Event description:
It was reported that (1) er320 device was used during an laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip dropped from the jaw every two clip feedings. (Could retrieve from the pt). A new instrument was used to finish the case. There was no consequence to the pt.